Event description:
I would like to report an unsafe condition with syringes. The naming of the syringes has units, cc and ml. These supplies are sent but the county but have caused confusion for both pharmacy technicians drawing up the vaccine and nurses who administer. Poor packaging design. (B)(6).